Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the hepatic duct during a bile duct biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was advanced to the target site through the bile duct for observation. As the anatomical site was observed, it was noticed that the working channel sleeve protruded. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injuries nor patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.